Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and it was confirmed that the facility device reprocessing was performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the spray button¿ ¿(a) inspection of water supply ¿1. Cover the spray button hole with your finger¿. ¿2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image¿. ¿(b) spray inspection¿ ¿1. Cover the spray button hole with your finger¿. ¿2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed- nozzle has foreign objects. The device evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a pinhole on channel-tube, water tightness is lost. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section-rubber has a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope-connector is dirty due to water leakage. Scope-connector has a scratch. Image guide protector has a chip. Adhesive around objective lens is peeled. Light guide lens has a crack. Distal end has a scratch. Connecting tube has a scratch. Connecting tube has discoloration. Connecting tube has a wrinkle. Due to a scratch on objective lens, the image has dark area partially. Protector of universal cord on control section side has a scratch. Scope cover unit has a scratch. Lock engagement lever has a scratch. Lock engagement knob has a scratch. Up/down knob has a scratch. Right/left knob has a scratch. Switch button 4 has wear. Switch box has a scratch. Grip has a scratch. Suction-cylinder is shaved. Control unit has discoloration an scratch. Scope-connector is dirty due to water leakage. Adhesive on bending-rubber has a chip. The objective lens is shaved hence the image has dark area partially. Due to a scratch on objective lens, flare occurs. Questionnaire for foreign matter found following: the product was cleaned , disinfected, and sterilized before it was sent it to olympus. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The identification of the foreign material is unknown. The customer flushed the air/water nozzle with air and water. It is unknown if there were abnormalities found in the accessories used for preprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that the evis lucera elite colonovideoscope was found to have reduced angulation. The issue was detected during receipt inspection at the olympus repair center. Inspection and testing of the returned device found foreign material clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.